Manufacturer narrative:
Information contained in this report was previously submitted through 410psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, black particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. Also have and striated in the posterior side and radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Two striated edge opening on anterior/radius side due to surgical damage. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of left implant confirmed by MRI. Device has been explanted and replaced.